Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) had fluid loss from an unknown location. The device was replaced with an 18cmx12cm ipp. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.